Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room with fast heart rate. Upon interrogation, atrial fibrillation with rapid ventricular rate was noted. Loss of capture was also reported. Programming changes were made. The patient was in a stable condition.